Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of black box showed the basal history was inaccurate due to a zero unit basal rate, and a manual suspend. The pump was run for 24 hours at a 1 unit per hour basal rate, and at the end of testing the basal history correctly showed one unit and the total daily dose showed 24 units. The alleged basal history defects in recording was unable to be duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.